Event description:
It was reported that the device did not give an occlusion alarm. The event occurred during testing; there was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal damaged. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the pump¿s delivery and occlusion was found to be out of specification. The root cause was unknown. The expulsor and valves were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.